Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a button error alarm from the insulin pump, with no significant event leading up to it. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer's blood glucose value was 156 mg/dl. No further information was provided.